Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports that a patient was mildly burned during procedure. Patient is fine. Customer not sure if retractor was used in surgery. On (B)(6) 2014 customer promised to answer email questions, multiple requests made, but no response.